Manufacturer narrative:
(B)(4). The iab balloon catheter is promised by the customer; however, it has not been returned therefore an evaluation by a datascope service representative has not taken place. We have contacted the customer on 2 occasions to request its return, status is still pending. If the customer returns the iab for evaluation or if any additional information becomes available, a follow up medwatch will be submitted at that time. (B)(4).

Event description:
(B)(4). Blood in tubing. Complaint filled in by customer on (B)(6) 2016, but arrived at our works only with the returned part end of january. Since customer had no copy of the complaint available, we had to search the package. So we very much apologize for the delay in reporting. Customer has taken the former complaint version and we kindly ask you to accept the complaint like this. All relevant data are contained. (For the future, customer has been informed to take the new version.) Please note that patient deceased, but this was not due to the product. As a consequence of his situation (leg was ischemic), the surgeon did not use a new iab. Patient died on (B)(6) 2016.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.025m in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. (B)(4).

Event description:
(B)(4). Blood in tubing. Complaint filled in by customer on 15 january 2016, but arrived at our works only with the returned part end of january. Since customer had no copy of the complaint available, we had to search the package. So we very much apologize for the delay in reporting. Customer has taken the former complaint version and we kindly ask you to accept the complaint like this. All relevant data are contained. (For the future, customer has been informed to take the new version.) Please note that patient deceased, but this was not due to the product. As a consequence of his situation (leg was ischemic), the surgeon did not use a new iab. Patient died on (B)(6) 2016.

Manufacturer narrative:
Correction: date was inadvertently not entered in the initial MDR. Rec'd by MFR: 01/27/2016

Event description:
Blood in tubing. Complaint filled in by customer on 15 january 2016, but arrived at our works only with the returned part end of january. Since customer had no copy of the complaint available, we had to search the package. So we very much apologize for the delay in reporting. Customer has taken the former complaint version and we kindly ask you to accept the complaint like this. All relevant data are contained. (For the future, customer has been informed to take the new version.) Please note that patient deceased, but this was not due to the product. As a consequence of his situation (leg was ischemic), the surgeon did not use a new iab. Patient died on (B)(6) 2016